Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set)alarm during initial drain. This occurred while the patient was connected for peritoneal dialysis (pd) therapy. The patient stated that they started the initial drain before connecting to the device. The technical services representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Initiating therapy prior to connecting to the device is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also provides step-by-step instructions for when and how to connect to the disposable set. Should additional relevant information become available, a supplemental report will be submitted.